Event description:
(B)(4). I developed an allergy (skin rash) a month after the device was implanted. I gained weight and was diagnosed with major depression. I also was having abnormal bleeding. I had an abnormal pap in (B)(6) 2007 which showed cancer in my uterus. I then had a hysterectomy.